Event description:
Ems personnel were attending to an unresponsive pulseless, apneic pt. The device was attached and turned on. It was reported that immediately after power up, the first battery went low and the device switched over to battery 2 for operation. The pt was diagnosed to be in ventricular fibrillation and the device charged to deliver a countershock. Reportedly when it reached the selected 200 joules, the device lost power completely. A back up device was obtained and used to continue treatment. The pt was not resuscitated.